Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: a surgical cutdown was performed. Additional information 03mar2022: they occluded the vessel. Procedure on right cfa. Ultra sound was used. Vesssel had mild tortuosity reported. Manta was explanted.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, a 14f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as having mild calcification. Micro puncture and ultrasound were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate, although a blockage stopped flow in the leg. The vascular surgeon was called in, performed a cut down and explanted the manta device. Due to insufficient amount of information regarding the initial and deployment procedures, patient conditions and environment a root cause for the occlusion requiring surgical intervention cannot be determined. Potential adverse events related to the deployment of vascular closure devices have been identified and include ischemia of the leg or stenosis of the femoral artery, perforation of iliofemoral arteries, causing bleeding/hemorrhage, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.